Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient alleged respiratory tract irritation, dizziness and/or headache, nausea / vomiting, asthma (new or worsening), out-of-the ordinary frequency of sinus infections, coughing or chest pressure, cops as a non-smoker, pneumonitis, chronic bronchitis, kidney or liver damage. Inflammatory response. No medical intervention were reported. Due to potential litigation surrounding this case, no follow up can be performed at this time. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient alleged respiratory tract irritation, dizziness and/or headache, nausea / vomiting, asthma (new or worsening), out-of-the ordinary frequency of sinus infections, coughing or chest pressure, cops as a non-smoker, pneumonitis, chronic bronchitis, kidney or liver damage. Inflammatory response. No medical intervention were reported. During the evaluation, evidence of sound abatement foam degradation/breakdown was not observed in this device. Manufacturer confirmed no presence of degraded sound abatement foam using a fitt and the associated procedure. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The manufacturer was not able to confirm the complaint, or address the symptoms specified. During the investigation, the technician observed 0 errors logged, and dust-like contaminant was observed on the top enclosure, bottom enclosure, and blower. Evaluation method code grid, evaluation results code grid component code grid and conclusion code grid have been updated.